Manufacturer narrative:
The axium coil was returned for evaluation and the clinical observation could not be confirmed. As received, the implant coil was found damaged and had lost its original shape. The implant coil was returned without the pushwire and instant detacher; therefore, any contributing factors from the pushwire could not be assessed. Follow-up was conducted for the missing pushwire, and for additional complaint details. The information provided confirmed the pushwire was not available for return. Based on the analysis findings and the reported event detail, it was not possible to determine the cause of the difficulty during detachment. It is possible that the implant coil detached from the pushwire and the pushwire became lost during return to medtronic for evaluation as the customer did not report the detachment of the implant coil. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto coil instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is expected to return for evaluation. Once the device has been received and evaluation completed, a supplemental report will be submitted. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment, the coil could not be detached. It was reported that the coil felt resistance inside the proximal section of the catheter. The physician attempted to detach the coil 2-3 times, but was not successful. The coil was replaced and the procedure was completed. No additional information was reported. No patient¿s complications were reported.